Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Two pve35a staplers and six vasecr35 cartridge reloads have been reported. Did the same event of malformed staples occur with both endocutters and all reloads? Of the six cartridge reloads reported, is it known how many were used with each of the pve35a devices? What trouble shooting steps were attempted to remedy the issue? (Removing the battery, rotating it 180 degrees, and reinserting it; squeezing the closing trigger while simultaneously depressing the anvil release button; pressing the knife reverse button, activating the manual override lever)? Can you provide a lot/batch number for the reported devices?

Event description:
It was reported that there was a staple line malformation. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: p56w7h. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Reload: vasecr35. Batch #: p55m7a . Manufacture date: 02/28/2017. Expiration date: 01/28/2022. One vasecr35 cartridge reload was received separate from the device. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Reload: vasecr35. Batch #: p5562u. Manufacture date: 01/27/2017. Expiration date: 12/27/2022. Two additional vasecr35 cartridges reloads were received separate from the device. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridges were received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.